Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service technician observed visible foam particles and blower foam degradation. In addition, there was dust contamination in the device and power connector was destroyed. Additionally, the unit was functional. The device was scrapped by the service center after the evaluation was completed.